Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Pt had a nonunion, maxtorque screws were explanted and dr (B)(6) performed a revision surgery. An im nail was used for the ankle fusion.